Manufacturer narrative:
Product evaluation: the product was not returned. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that 8-10 years following an intraocular lens (iol) implant procedure, the iol is opaque and the patient is symptomatic. The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4).